Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has been working a lot lately, meaning they are on their feet a lot at work. The patient reported pain is pretty bad in their left foot. The rep offered to adjust the patient's stimulation, where they added a single bi-pole at the top of left lead 90/1000. At 9.9 amp the patient does not feel stimulation when sitting upright, the patient feels stimulation slightly when lying down. The patient was instructed that the new settings will require more frequent charging and they need to watch battery depletion closely through the weekend. The patient verbalized understanding. No further complications were reported or anticipated.